Manufacturer narrative:
Citation: smith ah, farivar bs. A novel solution to concomitant type ia/type iiia endoleak using the cook zenith fenestrated device and endologix afx® 2. Vascular and endovascular surgery. 2021:15385744211006611. The date of event provided is the date the journal article was published. The date of event is unknown. Additional suspect medical device: unknown zenith aaa endovascular graft iliac leg . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in a literature article that endoleaks occurred in a patient following implantation of a zenith flex aaa endovascular graft bifurcated main body and a zenith aaa endovascular graft iliac leg. A (B)(6) male presented with an asymptomatic infrarenal abdominal aortic aneurysm and progressive sac enlargement eleven years post-implantation of the zenith main body and iliac leg devices. A computed tomography (CT) scan demonstrated a type ia endoleak on the zenith main body device, a type iiia endoleak from the junction of the zenith main body and contralateral zenith iliac leg graft, and progressive sac expansion from 7.1cm to 12.8cm. Previous attempts to treat the type ia endoleak on the zenith main body device included implantation of a competitor's endoanchors and translumbar embolization. Eleven years post-index procedure, an endovascular repair was performed by obtaining seal proximally in the visceral segment and relining the type iiia endoleak. A fenestrated graft with 2 fenestrations for the renal arteries and a scallop for the superior mesenteric artery was advanced into the visceral aorta. The fenestrated graft was deployed and the renal arteries were stented from the main body fenestration with six covered stents. A bifurcated endograft was advanced into the visceral segment through the newly placed fenestrated device. The device was then positioned caudally to straddle the flow divider of the original bifurcated graft and deployed. Renal stents were flared and 22x120 stent-grafts were extended from the limbs of the bifurcated endograft device to the common iliac bifurcations bilaterally. Overlapping graft segments and distal seal zones were ballooned in their entirety. Completion aortography revealed no endoleak. The patient was discharged on postoperative day 2. Surveillance imaging at 1 month, 6 months, and 1 year showed no evidence of type ia or iiia endoleak with stable aneurysm sac diameter. No other adverse effects were reported for these incidences. The description of this event was taken from the following article: smith et al., ¿a novel solution to concomitant type ia/type iiia endoleak using the cook zenith fenestrated device and endologix afx2.¿ vascular and endovascular surgery 55.7 (2021): 777-780.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported in a journal article that a 92-year-old gentleman presented with progressive sac expansion after evar due to late concomitant type ia and type iiia endoleaks. The patient was successfully treated by proximal extension into the visceral segment and graft relining using commercially available devices. Reviews of documentation including the complaint history, drawing, quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed. Additional information including imaging was requested but none was provided. A document-based investigation evaluation was performed for the unknown zenith main body device with prefix tffb. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. The product lot was not provided so the device history record (DHR) could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling for zenith main body devices with prefix tffb. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions: ¿ 4.2 patient selection, treatment and follow-up - "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length;) and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." ¿ 4.4 device selection: - "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." ¿ 4.5 implant procedure: - "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." 5 adverse events: ¿ 5.2 potential adverse events - "adverse events that may occur and/or require intervention include, but are not limited to: -- endoleak -- endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion" 11 directions for use: ¿ final angiogram - "1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. - 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. - note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. - 3. Repair vessels and close in standard surgical fashion." 12 imaging guidelines and postoperative follow-up: ¿ 12.4 ultrasound - "ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis." ¿12.6 additional surveillance and treatment: - "additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak - aneurysms with type iii endoleak - aneurysms enlargement, >/- 5mm of maximum diameter (regardless of endoleak status) - migration - inadequate seal length" after review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. A document-based investigation evaluation was performed for the unknown zenith iliac leg graft with prefix zsle. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. The product lot was not provided so the device history record (DHR) could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling for zenith iliac leg grafts with prefix zsle. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions: 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wall. ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak 8 patient counseling information: ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up: 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak after review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the available information, no product returned, and the results of the investigation, a definitive root cause could not be established. However, while the cause in this case is not known, endoleak is a known inherent risk of using the device per device labeling. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.